Event description:
Reporter alleged that the inform base unit began smoking when a wet meter was docked into it. Reporter stated that the inform base unit was melted. No actions were reported taken or treatment received. No adverse event reported. Reporter stated that the base unit was discarded, so no product will be returned for evaluation. A request was made for the return of the suspect device.